Event description:
It was reported that an hcp had difficulty filling or aspirating the reservoir of a patient's pump. The pump was not empty; the medication was going to be removed and replaced with sterile saline. The locked reservoir valve procedure was reviewed and hcp was able to fill the reservoir. The hcp was able to inject drug into the new pump in the operating room; approximately 33 ml, and then it locked. It was decided to aspirate the entire pump contents and create a vacuum in the pump by pulling back with an empty syringe and then reinject. Telemetry logs were reviewed and no problems were noted. The patient did experience an overdose. The patient's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.